Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16018, 1627487-2021-16019. It was reported after a motor vehicle accident the patient experienced shocking. In turn, x-rays confirmed migration. Surgical intervention may be pending.